Manufacturer narrative:
H.6. Investigation: one (1) sample was received from the customer for investigation. The sample was visually examined using unaided vision. No cracks or defects in the tip or luer lok® adapter were observed and the tip and luer lok® adapter have been properly formed. Based on the investigation conclusion the condition reported by the customer could not be confirmed as no defects were observed in the returned sample. Therefore, a potential root cause(s) cannot be determined. A device history review could not be completed as no batch number was provided.

Event description:
It was reported that the unspecified bd¿ IV set tubing disconnected from the syringe during use on a neonatal patient. The breakage was found on (B)(6) 2019 at 8:40pm while performing hourly IV checks on the patient's lipids. Additionally, the infusion was restarted on (B)(6) 2019 at 7:00pm, and the event had "no effect' on the patient. The following information was provided by the initial reporter: tubing set disconnected from syringe. No effect on patient. Il stopped at 2040 on 7/19 but not restarted until 7/20 at 1800. While doing hourly IV checks it was noticed that the syringe had been separated from the tubing on the patient's lipids. Il was infusing at time of breakage. Found on (B)(6) 2019 at 2040. Alaris pump in use-405093149; 30 ml bd syringe.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd¿ IV set tubing disconnected from the syringe during use on a neonatal patient. The breakage was found on (B)(6) 2019 at 8:40pm while performing hourly IV checks on the patient's lipids. Additionally, the infusion was restarted on (B)(6) 2019 at 7:00pm, and the event had "no effect' on the patient. The following information was provided by the initial reporter: tubing set disconnected from syringe. No effect on patient. Il stopped at 2040 on (B)(6) but not restarted until (B)(6) at 1800. While doing hourly IV checks it was noticed that the syringe had been separated from the tubing on the patient's lipids. Il was infusing at time of breakage. Found on (B)(6) 2019 at 2040. Alaris pump in use - (B)(4); 30 ml bd syringe.